Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a roux-en-y procedure, the staple line was not formed and the staples were open down one side on the staple line. A reload was used to complete the case. There was no patient consequence reported.